Manufacturer narrative:
Root cause: according to the surgeon, the most likely root cause for the reported capsule damage was a result of the interaction during the iol delivery.

Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens. During delivery of the lens, the leading haptic likely tore the posterior capsule. Vitreous loss occurred and a vitrectomy was performed. Intervention was needed to enlarge the original incision in order to remove and replace the iol. Sutures were required to close the wound. The pt's prognosis is favorable. Reference MDR 1119279-2010-00010.